Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was stuck half way in the inserter when the doctor was trying to implant it into the patient's eye. The doctor checked the iol and found that it looked very hard and deformed. The lens vial was empty and there was white powder on the inside of the cap. There was no impact to the patient. Another lens of different model was used as a backup.

Manufacturer narrative:
The lens was returned in the tip of the delivery device cartridge. Particulates, saline dendrites and dried solutions are visible on the optic. The optic is protruding from the delivery device cartridge with one haptic sticking out. The other haptic was returned in a vial and is torn off from the haptic. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. It should be noted that a dry vial can contribute to a difficult to fold or slow to unfold lens. Per the dfu, the lens should not have been used once it was noted that the lens was in a semi-dry state.